Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: alert date to (B)(6) 2010 from (B)(6) 2010 to match received notification paperwork. Evaluation summary: (B)(4) the full lead was returned to the manufacturer for analysis. Analysis indicated that the helix will not extend due to the distorted distal coil in the conductor caused from overturning. The helix is also over retracted. The insulation is twisted from overturning the pin. Blood found on conductor and helix.

Event description:
It was reported that during the implant procedure, the active fixation mechanism could not be deployed. The lead was not implanted. No patient complications were reported as a result of this event.